Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's spouse reported that the patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced seizure-like activity. The cgm was reading 162 mg/dl and the blood glucose was not checked. The spouse called an ambulance. The bg was 34 mg/dl and the cgm reading at that time was not documented. The patient was treated with IV glucose and recovered after treatment, with bg 184 mg/dl after. The patient was monitored but there was no further medical evaluation or intervention. The spouse gave him grape juice. At the time of the report, the patient was back to normal and feeling good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.